Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. It was also reported that the customer experienced an elevated blood glucose (bg) level of 450 mg/dl. A correction bolus was delivered to address bg. The customer reverted to multiple dose injections for insulin therapy.